Manufacturer narrative:
The reported no communication was confirmed in the laboratory. Analysis found the battery depleted. The device was tested on our automated testing equipment. No anomaly was found. A longevity calculation was performed with default settings. The device was found to be below expected longevity estimations. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that at follow-up, the device could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.